Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted, the articulation lever was in neutral position and the sheared teeth were visible on the firing rack at site of initial firing post clamp up. Functional testing noted that the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. This issue can occur if device was fired over tissue that is beyond the recommended thickness range, fired with an obstacle incorporated in the jaws or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. No information regarding the customer issue that occurred with the device was available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open lower anterior resection, during firing, 2 reloads had poor staple formation. The staples could not get a good b-shape. One of the reloads also had an incomplete staple line centrally while the other had an incomplete staple line proximally. The staple lines were sutured to fix the issue. There was no patient injury.